Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving baclofen [2000 mcg/ml] at a rate of 835 mcg/day via intrathecal drug delivery pump. It was reported that the existing pump had a motor stall. The patient was admitted to the hospital. During the replacement, the volume of medication returned from the pump was double that of what was expected. The interrogation with the clinician programmer yielded an expected volume of 5.9 ml but the pump returned just over 12 ml. The pump was replaced and the issue was resolved. Other medications: bupivacaine 25 mg/ml